Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump was removed and they considered this to be a surgical complication, not a device failure. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported an infection at the pump pocket. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue, or if there were any diagnostics or troubleshooting performed. Surgical intervention did not occur but was planned. The surgery was scheduled for (B)(6) 2017. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.